Event description:
This patient reported only hearing static with the cochlear implant. Although diagnostic testing was normal, the implant team elected to reimplant the patient. Explantation/reimplantable surgery occurred in 2004. The healthcare professional was informed that the explanted device should be returned to cochlear america.